Event description:
It was reported that the user experienced difficulty scanning a newly started continuous glucose monitor, receiving an in-app message indicating the sensor was incompatible with the current app version; the user had been supplied a libre 3 instead of a libre 3+, resulting in incompatible sensor/app pairing with the ilet system, and the user was guided to operate in bg run mode and enter blood glucose manually while arranging replacement of the correct sensor. Symptoms included hyperglycemia with a reported blood glucose of 196 mg/dl without hypoglycemic events or acute clinical symptoms. Outcomes included temporary loss of automated cgm data for insulin dosing and the need for manual blood glucose entry, with no medical intervention or hospitalization. Investigation included technical troubleshooting and user education. Investigation of this case revealed use of an incompatible third-party cgm sensor with the ilet system, with device performance restored operationally via manual bg entry pending correct sensor replacement. It was concluded that the event resulted from use error related to incompatible sensor supply rather than a malfunction of the ilet device. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.